Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m.

Event description:
It was reported that a patient underwent a perineum laceration closure on (B)(6) 2021 and suture was used. During the suture, the problem of pulling off suture needle happened, another like device was used to complete the procedure. After suturing, the perineum was washed. The next day, the perineum wound was illuminated. There were no patient consequences reported.